Manufacturer narrative:
The device has not been received for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately displayed an "attach pads" message. The similar event from the same customer was reported on medwatch report 3023750-2010-01168. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.